Manufacturer narrative:
(B)(4). D10: (B)(6) flexible silicone drill driver unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01922. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a difficult case, two instruments broke. A taperloc complete offset stem inserter and a g7 flexible drill shaft. No pieces remained in the patient and backup instruments were used to complete the case. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the end of the drill and the tip of the inserter were broken off. Both devices were covered in bio-debris. No further evaluation can be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.